Event description:
It was reported that upon opening, the fluid warming administration set had a rupture at the y-connector. No patient involvement.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual and functional testing was performed. Two units were returned for evaluation; the units were received in decontaminated condition inside a plastic bag which is not its original package. The complainant returned units were visually inspected at 12 to 16 inches under normal conditions of illumination. It was observed that the joint between the 3-way connector and the single port cap is broken in both units. The complaint is confirmed. Based on the analysis conducted the joint between the 3-way connector and the single port cap is 100 percentage visual inspected, the most probable is that the product become damaged after it left manufacturing site. The root cause remains undetermined. Action taken- an awareness notification was conducted to the production personnel by quality engineer and notified about failure reported by customer. Continued monitoring of this failure condition in this product for threshold or escalation. G5 is unknown.